Event description:
A patient implanted with an evoke spinal cord stimulation (scs) reported inflammation at the evoke closed loop stimulator (cls) implant site. Physician¿s evaluation did not identify an infection; additional postoperative antibiotics were prescribed to resolve the reported event.